Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the guidewire was not removed before deployment of the perclose prostyle. It should be noted that the perclose prostyle instructions for use (IFU), states: ¿advance the device over the guide wire until the guide wire exit port of the device sheath is just above the skin line. Remove the guide wire before the exit port crosses the skin line. The reported difficulty appears to be related to the user error. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the moderately calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to an impella interventional procedure. Reportedly, the first prostyle was placed without issue. However, when the second prostyle was deployed, the guide wire got caught behind the first set of sutures (1st prostyle device), therefore the 2nd prostyle device could not be pulled out (foot was already outside of the body). The physician decided to pull out the guide wire which allowed the second device to finally come out. The sheath was not upsized and the procedure was completed. Manual compression was done to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code: 2017 failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.